Event description:
Reference number (B)(4). Event occurred in colombia. It was reported by patient's mother that her child's infusion sets did not hit well on (B)(6) 2024. The blood glucose level of the patient was 600 mg/dl which was treated by insulin pen. Moreover, the issue occurred with three infusion sets. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final (B)(4) - device 3 of 3.